Event description:
Ous MDR. "The device doesn't work".

Manufacturer narrative:
During analysis this pacemaker did not show any sign of a material or mfg problem. It is completely within it's specifications.